Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient that the pink slide did not move forward; this indicates a needle mechanism failure. It is unknown if the pod was not worn. No impact to the patient's glucose level was reported.